Manufacturer narrative:
Customer replaced the syringe, but the leak did not stop. A field service engineer (fse) was dispatched and found sample syringe 3-way valve leaking due to worn seal. The fse replaced the valve, sample syringe and sample probe. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that sample syringe on synchron cx9 alx analyzer is leaking from 3-way valve. No injury was reported in connection with this event.